Event description:
The pt had a stroke and came over from another country, for treatment. He was found to have stenosis of his left mi artery (most likely the cause of his stroke) on our angiogram. At that time, treatment options were discussed and an enterprise stent was placed to attempt to open this vessel on an emergency basis after consent was obtained. Middle cerebral artery dissection causing an acute ischemic stroke. The middle cerebral artery was >90% narrowed. Consideration to perform balloon angioplasty, use of the wingspan stent, and an intracranial coronary stent were considered. However, due to the underlying pathology of a vessel dissection and not atherosclerosis, it was deemed most appropriate to use a self - expanding intracranial stent for therapy. The enterprise stent was successfully deployed without complications. Pt tolerated the procedure well. The stent did not fully open, and the narrowing was only reduced from >90% to about 70%. A follow up angiogram has been scheduled in 6-8 weeks.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.